Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle was found to be deformed, which had also prevented the amount of water contact and water removal ability to not meet the standard value. Scratches were found on the objective lens, the connecting tube, the grip, the distal end, the acoustic lens and the scope connector. The universal cord was scratched and deformed and the protector of the universal cord on the scope connector side was also scratched. The adhesive around the objective lens has wear, the adhesive on the bending section cover is detached, foreign debris was found on the forceps elevator and the bending tube was deformed. Due to the deformed bending tube, the play of the right/left and up/down knob is out of the standard value. The angle wires were found to be stretched causing the bending angles in the up/down and left/right direction to not meet the standard value. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus , the nozzle on the evis exera ii ultrasound gastrovideoscope was ¿clogged.¿ during the inspection and testing of the returned device, the forceps elevator was found to have debris, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 5 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the foreign material clogged the nozzle which impacted the reprocessing. The specific root cause of the clogged nozzle could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer, refer to b3, b5, e1, e2 and e3.

Event description:
The event occurred during reprocessing.